Manufacturer narrative:
(B)(4). Evaluation of the issue revealed that the conjugate component of the architect ca19-9xr affected reagent lots contributed to elevated ca19-9xr patient sample concentrations. All affected lots share the same conjugate component. Abbott issued a product recall for the six affected lots (08851m500, 08849m500, 10122m500, 08852m500, 08853m500, 10040m500) of the architect ca19-9xr reagent, instructing customers to discontinue use and destroy any remaining inventory of the affected lots.

Event description:
The customer observed falsely elevated architect ca19-9xr results that were not consistent with the patient's clinical history when reagent lot 08852m500 was in use. The falsely elevated results were reported to the physician, however, there was no reports of additional testing or treatment being performed due to the elevated results. The customer provided an example of the falsely elevated results in comparison to reagent lot 10727m500 as follows in u/ml: sample 37, 10.6 / 4.66. The issue was resolved when the customer discontinued use of recalled lot 08852m500 and used another reagent lot. There was no impact to patient management.